Event description:
During an essure procedure, physician cannulated the fallopian tube with the micro-insert tip and attempted to deploy and detach it. He had difficulties with deployment, thus, he tried to withdraw the entire delivery system before completing placement steps. During withdrawal of the delivery system, the micro-insert fully deployed and became anchored in the fallopian tube. Physician tried to remove the micro-insert with graspers, but the micro-insert broke. Physician scheduled a follow-up hysteroscopy and attempted to remove the micro-insert again with graspers, but was unable to completely remove it. Most of the micro-insert was removed, however, it is believed that the ball tip of the micro-insert and an outer coil fragment remain inside the pt's fallopian tube; pt has reported no issues at this point. The pt elected to have a second attempt at essure micro-insert placement; during the procedure, the physician did not encounter any resistance or difficulty, and the second placement attempt was successful.

Manufacturer narrative:
The following warning appears in the essure instructions for use: warning: micro-insert removal should not be attempted hysteroscopically once the micro-insert has been placed. The only exception is during the actual placement procedure when removal may be attempted, if 18 or more coils of the essure micro-insert are trailing into the uterine cavity. Because of micro-insert anchoring, however, removal may not be possible even immediately after placement. Attempted removal of a micro-insert having less than 18 coils trailing into the uterine cavity may result in fallopian tube perforation or other pt injury.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.